Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was reported to be at elective replacement indicator. An allegation of premature battery depletion has been made by the patient.